Event description:
It was reported that after a recto-sigmoidectomy procedure, there was staple line leakage. He did a colorectal anastomosis. The surgeon checked there was no leak (with air) of sutures, and checked the hemostasis too. The procedure was completed without issue. On (B)(6), the patient presented peritonitis. The surgeon re-operated on the patient, who had a sub umbilical peritonitis. Exploration showed the colorectal anastomosis did not hold. There were no staples on the cut line. (B)(6): the patient is fine; she is still hospitalized, but the infection has resolved. She should be able to go home in few days. One device was discarded. Multiple attempts have been made for additional information but to date, no more information has been received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.